Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0208930882, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the consumer, via the manufacturer representative, reported there was return of incontinence despite programming changes. Therefore, the system was removed and replaced. The issue was resolved.

Manufacturer narrative:
Product ID 388928, lot# 0208930882, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient went home post operatively with a program on 0 negative and 3 positive at 1.1v, 210mcs, and 14hz. The patient had effective stimulation with improvement in symptoms until approximately (B)(6) 2015. The patient on holiday and had been climbing many steep stairs often and was in and out of a caravan. The patient&#38112;bowel symptoms returned and they attended a review in (B)(6). An impedance check was performed which showed this program had an impedance of less than 50 ohms, with a current of 149 and longevity of 1 to 6 months. There was a short circuit. The patient also had uncomfortable sporadic episodes of jolting stimulation. The patient was changed to program 2 set with 1 negative and 3 positive at 2.2v, which had an impedance of 1087 ohms, current less than 15 and longevity of 1 to 6 months. All electrode pairs were tested and all were between 536 - 1643 ohms, except 0 and 3 that were less than 50 ohms and current 103. The patient returned for further review on 2015 (B)(6) and felt some improvement in symptoms, but not as good as after the initial implant. The surgeon was currently contemplating replacing both the lead and implantable neurostimulator (ins). The patient was currently set with 0 positive and 2 negative at 2.1v, with an impedance of 1087 ohms, current less than 15, and longevity of 23.4 to 42.8 months. An x-ray of the patient had not been taken. The issue was not resolved, surgical intervention did not occur, and it was unknown if surgical intervention was planned. The patient status at the time of report was alive with no injury.

Manufacturer narrative:
Analysis of the tined lead found the #0 and #3 circuits appeared shorted at the #0 connector. There appeared to be conductor crossover at the #0 connector. Functional testing of circuits #0-3 measured between 84.7-88.0 ohms.

Event description:
Additional information received from the manufacturer representative reported that the ins was 80 to 90 percent at capacity. The surgeon elected to just observe for a month and the patient's programming was changed. When the patient reported back for further review, they noticed the longevity of approximately 1 to 6 months again and changed the programming again. The patient was now on a new setting with 22.3 to 40.7 months longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.